Event description:
Clinic notes were received stating that the patient and caregivers feel that the battery is not good and are concerned that the lead may be bad. Per notes, the patient had a recent admission for status epilepticus (at least 16 seizures in 36 hours). At some point during the admission, patient's vns was tested and they low battery was noted. The physician strongly suspects that the failing vns contributed to the status epilepticus. Vns diagnostics were performed and the results were noted as abnormal (output current low, high lead impedance). Patient was referred for full revision surgery and underwent full revision surgery. The explanted devices will not be returned and will be discarded by the explant facility per their policy.

Manufacturer narrative:
Sex, corrected data: male. Initial MDR inadvertently listed the incorrect gender.